Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for peritonitis. The cause of peritonitis was unknown. Treatment for the event was not reported. The patient was still at the hospital and had not recovered from the peritonitis. On an unreported date, dianeal therapies were discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date in (B)(6) 2014, the patient experienced peritonitis. A review of all batch record documents was performed for potentially associated lot numbers gd895557, gd895573, and gd895961 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. As the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.